Event description:
(B) (6) contacted customer service and stated that she wanted to return the foot choice therapeutic device for a refund because her husband received burns and was not aware that it used infrared heat.